Event description:
Meter was prompting the apply sample icon. Patient was experiencing itchy legs and frequent urination at the time of concern. Patient took no action to affect patient's blood glucose level following attempted use of the meter. Patient went to the doctor last week because patient could not use the reported meter. A result of 180 mg/dl was obtained on another meter more than an hour later. The patient recieved no treatment. There is no indication that the patient experienced injury or medical intervention due to the product. The customer care representative (ccr) walked the patient through retesting with a new test strip and a new vial of test strips; the test did not start in either case. As the ccr was not able to assest the atient in resolveing the issue, there in an indication that the product malfunctioned and the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.